Event description:
It was reported that during a breast biopsy, the plastic applier tube was sheared off in the patient's breast upon mammomarker deployment. The doctor was unable to retrieve it and the patient was scheduled for an outpatient surgical procedure. Additional information received: the patient went for a surgical procedure and is recovering fine.

Manufacturer narrative:
Date sent: 08/17/2009. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. Device was not returned.